Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that right atrial lead had a failure to pace during the device replacement. The lead was removed and another was implanted. The device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.